Event description:
A customer contacted baxter technical services(bts) regarding assistance with a low drain volume alarm during a previous therapy on the homechoice machine (hc). The caregiver (cg) stated that the home patient(hp) recently had surgery for a hernia and repositioning of the catheter.

Manufacturer narrative:
(B)(4). Additional information: the patient began peritoneal dialysis therapy with dianeal ultra bag starting in (B)(6) 2011. In (B)(6) 2011, the ultra bag was discontinued and the patient was placed on dianeal pd4 ambuflex. In (B)(6) 2011, the patient experienced a hernia which was surgically repaired on (B)(4) 2011. The patient remained on therapy without changes. The event of hernia was not related to the baxter solutions or the homechoice device.

Manufacturer narrative:
(B)(4). The baxter product analysis lab indicates: a review of the device history record for serial # (B)(4) revealed the device passed both the homechoice rite (return instrument test and evaluation) functional test and electrical test and was functioning within specification. In addition, the device passed all tests and calibrations per homechoice service final test and calibration and homechoice service electrical safety test. No issues were identified that may have contributed to the reported difficulty of low drain volume. A labeling review was performed and found to be sufficient. The problem was confirmed and the assignable was determined to be user error- min drain volume set too high. This issue is being investigated though CAPA.

Manufacturer narrative:
(B)(4). The device is not available to be returned to baxter for evaluation. Should additional information become available a follow-up will be submitted.